Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) over 500 mg/dl with abdominal pain/vomiting and large ketones on (B)(6) 2014. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program with no known cause for variation. Also during troubleshooting with cts, it was confirmed that the basal history matched the active basal program settings. It was reported that the patient has liver disease and gerd. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the total daily dose of the basal rate not matching their active basal program.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.